Event description:
As reported by the user facility: at 2100, the nurse administered flagyl and monitored the drips with the secondary clamp open. Upon returning to hang ceftriaxone at 2200, it was noted that the mini bag remained full. This issue had also been observed the previous night, prompting a pump change. The flagyl was re-administered, and the full dose was delivered at 2230, followed by the hanging of ceftriaxone at 2300. The pharmacy has been informed of the situation and confirmed that it is safe to administer the next dose of flagyl as scheduled at 0500.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.